Manufacturer narrative:
Unit received with blank display due to severly broken battery tubethreads. Unable to screw in battery cap. Unable to perform ed displacement, rewind, seating and basic occlusion due to broken batterytube threads. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, fading serial number label,missing display window cover and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was 386mg/dl at the time of incident. Troubleshooting found that the battery cap is cracked and constantly alarms. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.